Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, steps 1 and 2 were performed per the instructions for use (IFU) with no issue. Prior to attempting to complete step 3, advancing the thumb advancer, the physician slowly pulled back on the starclose se device maintaining apposition of the locator wings on the anterior surface of the arterial wall; however, the starclose se device came out of the vessel with the vessel locator wings still fully deployed. The physician had slowly pulled back in a controlled manner in attempt to feel tactile resistance against the vessel wall. No force was used when the device came out of the artery. Bleeding was detected; however, not heavy bleeding. Manual arterial compression and a femostop were used to achieve hemostasis. After removal, the device was inspected and the locator wings material felt softer than previous. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was discharged to home later the same day. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported loss of arterial access cannot be replicated in a testing environment as it occurred during device deployment attempt in the patient anatomy. The reported ¿vessel locator wings material felt softer than previous¿ could not be confirmed as there was no damage observed to the vessel locator wings and there was no difference identified when the returned device was compared to a proxy device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported loss or arterial access and ¿the vessel locator wings material felt softer than previous¿ could not be determined. Factors that contribute to loss of arterial access may include, but are not limited to, the device pulled back too hard, the vessel locator wings were not placed against the surface of vessel; device angle changed prior to thumb advancer stroke completion. Although it was reported that the physician slowly pulled back on the starclose se device maintaining apposition of the locator wings on the anterior surface of the arterial wall, the physician is in training and it may be possible that device may have been pulled too hard or fast during attempt to feel the tactile resistance against the vessel wall such that the device was inadvertently pulled out of the vessel. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.